Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle 18g 1-1/2in tw had foreign matter the customer complained that foreign black stain was found on the needle hub.

Manufacturer narrative:
Our quality engineer inspected the photos and 2 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed black foreign matter on the outer surface of the needle shield. Fourier transform infrared spectroscopy (ftir) analysis was performed to determine the foreign matter type. The results showed the black foreign matter matched reasonably with polymethyl vinyl silicone rubber. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The needle assembly process was reviewed, and there is no presence of any polymethyl vinyl silicone rubber at the machine that could cause the contamination. All the production materials used in the production area were investigated to identify those with similar characteristics of the foreign matter. There was no production material used that had a similar appearance of black foreign matter. The manufacturing line was reviewed. All the machines on the production line are fully covered, surfaces that encounter the product are cleaned periodically. No similar complaints have been reported for foreign matter associated with the assembled needle batches. The probable root cause could not be determined.